Event description:
It was reported the patient's avm was treated with onyx and the avm was resected. During 6 months and 12 months follow-up, the physician noted that the patient still has right hemiplegia. No other complications were reported with the patient.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the event. Model# and lot# of other onyx involved:model# lot# dom exp105-7100-080 8081878 01/06/2010 11/01/2012(B)(4)